Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple loss of prime warnings due to low, non-zero forces. A loss of prime was not duplicated during testing.

Manufacturer narrative:
Follow-up #3 date of submission 03/16/2015-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2015 with the following additional findings: the diameter of the internal o-ring of the cartridge closest to the barrel did not measure within specifications. The distance from the plunger to the tip of the cartridge also did not measure within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed and passed; however, the cartridge failed a force test. A low force was sufficient for moving the piston of the cartridge.